Manufacturer narrative:
Batch review performed on 16 december 2019: lot 179611: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l lot. 180256 (k090988) batch review performed on 16 december 2019: lot 180256: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-may-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 lot. 155779 (k113571) batch review performed on 16 december 2019: lot 155779: (B)(4) items manufactured and released on 28-jan-2016. Expiration date: 2021-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 2 months after primary the patient came in complaining of instability. The surgeon observed that all the components were loose and that the cement did not hold during the primary surgery. The surgeon revised the femoral component, tibial tray, poly, and patella. The surgery was completed successfully.